Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not deliver insulin as intended. Reportedly, the pump over delivered insulin. In addition, it was reported that the pump battery did not deplete as intended. Customer had elevated blood glucose (bg) levels, however, bg values were not provided. Additional information was not provided. Customer declined to troubleshoot with tandem technical support.